Event description:
During preparation for cardiopulmonary bypass, the pump could not be powered on. A replacement centrifugal pump was used as an alternate. There were no adverse consequences to the patient as a result of this event.